Event description:
(B)(4). Since the procedure my health has been on a steady downward spiral up until the past few years. The past few years it's actually gotten worse. Now aside from getting sick and vomiting with severe diarrhea that lasts for a week. Now I have symptoms of lupus, I get flaky skin rashes all over my body and my hair is thinning. I've also been diagnosed with fibromyalgia and polymorphous light eruption. I have chronic chapped lips. I have severe brain fog that's so bad I stumble over my words when I talk which is very uncharacteristic of me. I can barely make a grocery list. I have to sleep for at least 12 hours a day to function most days.

Event description:
(B)(4). Since this report I have since been diagnosed with insulin resistance and hypothyroidism. And had to have an endoscopy which found severe inflammation, scarring and polyps in my stomach. These devices need to be taken off of the market and all of us who are suffering from a bad device need to have them removed!